Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of unable to advance catheter over the guidewire was confirmed and appears to be related to the use of the device. One vad guidewire and one non-vad guidewire were returned for investigation within the guidewire hoops. Evidence of use was observed on the samples. The vad guidewire was observed and a kink was present approximately 4 cm from the distal end. Multiple bends were also observed near the distal end. The catheter was not returned. Microscopic observation revealed misalignment of the coils at the kink locations. The outer diameter of the guidewire was measured and found to be within specification. Based on the condition of the returned guidewire, the kinks and bends were likely contributing factors to the difficult catheter advancement. The product IFU cautions, ¿caution: do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was allegedly unable to advance over the guidewire. Therefore, the catheter and the guidewire were removed together and it was found that the removed guidewire was damaged. There was no reported patient injury. On 3/25/2019- returned guidewire is kinked.